Event description:
It was reported that this right atrial (ra) lead was surgically revised due to an unknown reason. Technical services (ts) examined the lead data and showed that pacing impedances were stable, intrinsic amplitudes were minimal, and a recent alert for reduced p waves was sent but there was no indication of noise. Upon further review, ts discovered that the right atrial (ra) threshold was 4.0 volts at 1.5 milliseconds, which could have been the cause of the lead revision. This ra lead remains in service. No additional adverse patient effects were reported.